Manufacturer narrative:
Corrected information was provided in b2 ( is required intervention), d9, e1 (initial reporter postal code), g1 (manufacturer contact country code) and g4 (PMA/ 510(k). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The device being in the wrong position was most likely related to unintended use of the device, as the issue occurred after CPR, which could have affected the pump position. The cause of the low pump flow issue was most likely related to a cannula kink due to unintended use of the device. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 71-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). Pump 1: (B)(4). While the patient was in the intensive care unit (ICU), the patient went into asystole and was treated with cardiopulmonary resuscitation (CPR) with return of spontaneous circulation (rosc). After CPR, there was suction in all p-levels and nearly no impella flow, with flat motor current (mc). A transthoracic echocardiogram (tte) was done, which showed the left ventricle (lv) filled and not unloaded. The impella was repositioned without success. It was noted that there was a kink in the cannula visible under fluoroscopy; therefore, the pump was replaced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. After reviewing additional information, h6 health effect ¿ impact code f02 was removed. Section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient went into asystole and was treated with cardiopulmonary resuscitation (CPR) with return of spontaneous circulation (rosc). After CPR, there was suction in all p-levels and nearly no impella flow, with flat motor current (mc). A transthoracic echocardiogram (tte) was done, which showed the left ventricle (lv) filled and not unloaded. The impella was repositioned without success. It was noted that there was a kink in the cannula visible under fluoroscopy; therefore, the pump was replaced. The patient was successfully replaced with another impella cp; however, several hours after the second device was implanted, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.